Event description:
Popping in ears [ear discomfort], runny nose with clear fluid [nasal congestion], general spacey [feeling abnormal], right arm swelling [oedema peripheral], urinated a great deal [pollakiuria], vaginal discomfort [vulvovaginal discomfort], heavy feeling in her chest [chest discomfort], swelling lips [lip swelling], swelling tongue [swollen tongue], bumps on lips [lip disorder], increased heart rate [heart rate increased], joint swelling in all joints [joint swelling], stiff neck/spine [musculoskeletal stiffness], painful neck/spine [musculoskeletal pain], difficulty sleeping [insomnia], redness going up right leg [erythema], redness on the lateral side of right arm centralized around elbow [erythema], swelling on the right knee [joint swelling], swelling in both legs [oedema peripheral], edema in the right foot / edema in both feet / edema in right leg [oedema peripheral], shortness of breath [dyspnoea], swelling face [swelling face], right knee rash / itchy, hivey rash on right leg / mid rashes [rash], right foot swelling [oedema peripheral]. Case description: spontaneous report received on 21-jan-2008 from a pt, with a medical history of osteoarthritis, multiple sclerosis, asthma, and feather allergies. The pt received her first synvisc injection of the series in early 2008. On the next day, the pt experienced rash and swelling on her right knee, edema in the right foot, redness going up the right leg and redness on the lateral side of her right arm in a centralized 4 inch diameter around the elbow. The swelling on her right knee improved, and the right knee rash and right foot edema resolved, then re-appeared. By four days later, the right knee rash and right foot edema, redness going up the right leg and redness on the lateral side of her right arm centralized in a 4 inch diameter around the elbow had mostly subsided. The pt was treated with benadryl 50 mg bid. Two days later, the pt received her second synvisc injection of the series. On the next day, the pt experienced shortness of breath, popping in her ears, a runny nose with clear fluid, and a general spacey sensation. She also woke up during the night with an itchy, hivey rash on her right leg with foot swelling, right arm swelling and edema in both feet. The pt received lasix 40mg and benadryl 100 mg. Her shortness of breath resolved. From the next day for two days, the pt urinated a great deal and developed vaginal discomfort. On the second day, the pt experienced shortness of breath and a runny nose with clear fluid again, and chest heaviness. On the following day, the pt experienced bumps on her lips, an increased heart rate, and swelling in both of her legs, lips, face, and tongue. She received inderal 80 mg to slow her heart rate, prednisone 20 mg, benadryl 100 mg, and a epi-pen shot in her right thigh. The pt visited the ER and was released in 6 hours. On the next day, the pt was seen by her family physician and an electrocardiogram (EKG) was performed. The results of the EKG are unk. The pt continues to have mild rashes, joint swelling in all joints, stiffness and pain in the neck and spine, and swelling in the face and lips. The hcp causality assesment on the relationship of the experienced events and synvisc was definitely related. At the time of this report, the overall outcome of the pt was unk. No further info provided.